Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the reported event. Labeling review: potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Postoperative warnings: "...during the postoperative phase, it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product has been returned.

Event description:
Patient underwent an extreme lateral interbody fusion procedure on (B)(6) 2016. As per reporter, patient expressed radiculopathy and cage migration was noted. A revision procedure was performed on (B)(6) 2016 where the xlif cage was replaced.

Manufacturer narrative:
Supplemental report has been submitted to update customers address.